Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 4oct2018. Philips fse (field service engineer) performed a complete performance verification test and all tests passed. Fse also performed an electrical safety test and this test passed.the fse could not duplicate the reported issue, no repairs needed.

Event description:
Customer states safety, pressure and exhalation valve failures. No patient/user harm reported. The event date was not specified; estimate used.